Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt results were obtained from a single api proficiency sample and a vitros tdm control fluid processed using a vitros 5600 integrated system. There was no indication the vitros phyt slide lot contributed to the event based on acceptable historical quality control results. For the affected proficiency sample, improper pre-analytical sample handling cannot be ruled out as contributing to the event. However, the most likely assignable cause of the unexpected vitros results is an instrument related issue. The results of pre-service phyt within-run precision testing demonstrated that the vitros system was not operating as expected at the time of the event. An ortho field engineer performed adjustments to the vitros 5600 sample metering and immunowash metering subsystems and returned the instrument to expected operation. Following this activity, acceptable vitros phyt performance was observed.

Event description:
The customer obtained a lower than expected vitros phyt result from a single api proficiency sample (phyt=22.6 vs. Expected 36.46 ug/ml) and a higher than expected vitros phyt result from a vitros tdm control fluid (phyt=35.3 vs. Expected 29.0 ug/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, there was no report of affected vitros phyt patient sample results. There was no allegation of patient harm as a result of this event. (B)(4).